Event description:
A 1000cc lactated ringers infusing through primary tubing on postop pt. Primary tubing disconnected from extension tubing and extension set with control-a-flow regulator applied to primary tubing. This tubing was primed with the lactated ringers and immediately turned deep blue as it passed through the extension tube with the control-a-flow regulator. Tubing was not attached to pt so pt did not come in contact with the blue fluid.